Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. It was reported that the equipment had been brought to medical engineering for checking after it had been dropped. There was no signs of physical damage apart from exposed wiring on the foot switch cable which was not the part that had been dropped, but due to wear. This was not noticed at the time but may have been the cause of the failure that caused the shock.